Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4) this follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4; b5; g3; h2; h3; h6 corrected: b2 b2: 'other' was selected in error during the initial report. 'Required intervention..' Is the appropriate option for this event and has been selected now. Visual examination of the provided picture identified the explanted shell and some screws covered in bio-debris. Some of the screws are shown sticking out of the shell holes. One of the screws appears fractured. No further evaluation can be made from the provided pictures. DHR was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined for the loosening and screws breaking/pulling out of the cup. No problem was found with the implants in relation to the infection. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-00007, 0001822565-2023-00009, 0001822565-2023-00010, 0001822565-2023-00011, 0001822565-2023-00012. Concomitant medical products:¿ 00625006525/j7109046/ bone scr 6.5x25 self-tap, 00625006550/j6965914/ bone scr 6.5x50 self-tap, 00625006525/j7126860/ bone scr 6.5x25 self-tap, 00625006540/j7119546/ bone scr 6.5x40 self-tap, 00625006520/64735195/ bone scr 6.5x20 self-tap, 010000987/6747591/ g7 freedom const e1 lnr 36mm I, 11-107020/585670/freedom contsr hd 36mm t1 + 6mm. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient underwent a right hip revision approximately one-year post implantation due to loosening and an infection. During the procedure it was noted that some of the screws were broken, some of them pulled through the cup and others had pulled out of the cup. The cup and screws were removed and replaced. Attempts have been made and no further information is available.